Manufacturer narrative:
The guide pin is a class 1 surgical instrument. No 510k is associated with the device.

Event description:
It is reported that during the preparation of the surgical site for the implantation of a shoulder prothesis, a guide pin was broken within the bone of the glenoid and could not be retrieved. The residual pin segment was reported to be capped in place by the shoulder implant components. No adverse effect is reported to either the performance of the implant or in regard to the patient health. Additional clinical information and return of the remaining device segment for evaluation has been requested but not yet received. This is a report of an unanticipated foreign body left in-situ. (B)(4).